Manufacturer narrative:
User will not provide us with any more information - please request any follow up information directly from them. Device is 8 years old, has never been back to the factory for recommended cal/pm. Suspect a mechanical failure due to neglect or poor on-site service. Device labeling instruct user to use always with an oxygen monitor (in case of mechanical failure).

Event description:
Air/oxygen blender set to 21% oxygen gave output of 60% oxygen.